Event description:
It was reported that; the surgeon shaved the disc space to 9mm. The cage was used on the 11mm inserter. The rep confirmed the implant was on firmly. The surgeon was very cautious when hitting the inserter with the mallet. Upon insertion, the graft was inserted half way into the disc space and the graft broke while in the patient. 2/3rds of the graft that broke off into the patient was impacted and left inside the patient. The piece that was on the inserter will be returned. First time, the surgeon used tritanium and nothing was done out of the ordinary. He did not insert the graft under distraction.

Manufacturer narrative:
Method: visual inspection; device history review; complaint history review; risk assessment; results: manufacturing records were reviewed for the corresponding lot and no relevant issues were identified. There was evidence of (1) insufficient distraction prior to implant insertion, (2) a particularly small and collapsed patient's disc space and the moderately hard patient's bone quality, and (3) no observation of asymmetric wear mark indicating of the misaligned insertion force, conclusion: the potential root cause of the reported event was likely due to be compression force due to interference of the vertebra body in relation to the insertion force.

Event description:
It was reported that; the surgeon shaved the disc space to 9mm. The cage was used on the 11mm inserter. The rep confirmed the implant was on firmly. The surgeon was very cautious when hitting the inserter with the mallet. Upon insertion, the graft was insertered half way into the disc space and the graft broke while in the patient. The 2/3rds of the graft that broke off into the patient was impacted and left inside the patient. The piece that was on the inserter will be returned. First time the surgeon used tritanium and nothing was done out of the ordinary. He did not insert the graft under distraction.